Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the investigation of the affected sample was not possible because the product was not returned to tracoe. No photos of defective device was available. Based on the incident description it can be supposed that the defect described relates to the known product error of the subglottic suction line detachment. Further investigations are conducted within CAPA 000106/330. The cause is probably due to the bonding process of the subglottic suction line. It is possible that preparation steps before bonding were not carried out sufficiently or correctly, or that the bonding was not carried out correctly. Further root cause can be attributed to a design limitation of the component. Other causes could also be seen within the use period, e.g. The use of different cleaning or disinfection agents, humification with a humification mask, as well as strong pulls on the suction line.

Event description:
It was reported on (B)(6) 2026 that the subglottic port of the tracheostomy had become detached. The patient was immediately reviewed and a safety assessment of the tracheostomy tube was undertaken. It was confirmed that the subglottic port had become detached. The tracheostomy cuff pressure was checked and the patient's oxygen saturation.